Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during attempted implant, there were problems turning the screw slowly. The physician said the screw jumped out of its park position and the physician felt this could produce later dislodgements. Another lead was implanted. No patient complications have been reported as a result of this event.